Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen became shattered. The customer reported that accidently stepped on the pump. Reportedly, the pump is still functional. Customer's blood glucose level was 300 mg/dl. Bolus was delivered via the pump to address the bg level. Customer will continue to use the pump for insulin therapy.